Event description:
Healthcare professional reported left side" pain and deformity due to capsular contracture in the left breast after three months of evolution. Grade iii capsular contracture." Device remains implanted.

Manufacturer narrative:
Continued e.1 facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.